Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the returned device shows the nicks and scratches. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown patella, catalog # unknown, lot # unknown. Unknown femoral component, catalog # unknown, lot # unknown. Unknown tibial bearing, catalog # unknown, lot # unknown. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient was revised to address the locking bar backing out from the tibial component.